Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 318 mg/dl while using the ilet system after eating an english muffin with peanut butter and coffee and while taking a cold medication. Symptoms included elevated blood glucose. Outcomes included no alarms and no need for emergency care or hospitalization. Troubleshooting and education were completed by advising the user to contact a clinical team member if needed, and the user declined further assistance at that time. Investigation included internal case review. Investigation of this case revealed no device malfunction or alarm activity, and the cause of the hyperglycemia remained unclear given concurrent cold medication use and reported consistent breakfast. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.